Event description:
An optometrist reported epithelial ingrowths at one year lasik post-operative visit. The patient reported blurry and distorted vision. The optometrist indicated a flap lift and rinse was performed two times, however, no additional medications were prescribed to treat reported event. This report is for the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).